Event description:
It was reported that high hvli was observed. No inappropriate therapy was delivered. X-ray did not reveal any abnormalities. Physician elected to explant the lead. Patient condition after the event was good.

Manufacturer narrative:
A fracture of the rv conductors under the strain relief coil was found, consistent with fatigue. This fracture is consistent with the observation from the field of high shock impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.